Event description:
The customer reported to baxter, a clearlink non-dehp solution set that would not flow. According to the report, the customer attempted to luer lock an unknown syringe to administer a chemotherapy drug or normal saline and when the syringe was pushed, no medication or fluid would push through the injection site. The injection site seemed occluded. This incident occurred while using the set with a flogard 6201 and 6301 infusion pumps. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it was not evaluated due to chemotherapy contamination. Since the sample was not fit for evaluation, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.